Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (cannot complete functional testing) was confirmed. The monitor was unable to communicate with an electrode belt. The cause for the failure was isolated to a shorted u901 op amp on the computer/analog pca. The root cause for the shorted u901 op amp could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor had delivered a pulse below the lower limit during testing.